Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) unit was making an abnormal noise during the operation of the equipment, and the screen was blank with no display. There was no patient harm reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunctions. The fse determined that the screen's cable was aging. The fse cleaned the oxide layer. The fse informed the customer of continual equipment use risks. The fse performed all functional and safety checks to meet factory specifications. At this time, the customer has not requested for getinge to repair the unit. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) unit was making an abnormal noise during the operation of the equipment, and the screen was blank with no display.

Manufacturer narrative:
Due to character restrictions in block e1 event site name :(B)(6) hospital. Due to character limitations the event site tel. # (B)(6). A supplemental report will be submitted upon completion of our investigation.